Manufacturer narrative:
As reported, the y-knot flex inserter is not expected for evaluation, as it was discarded at the user facilities. Without the actual device, an evaluation could not be performed and the root cause of the reported breakage could not be determined and the alleged incident therefore could not be verified. Based on available information, it is believed that the most likely cause of the driver breakage in this instance is use related, and a probable result of misuse. In addition, evaluation of similar complaints revealed a possible cause of this failure is inserting the driver too far into the pilot hole. This can occur, if excessive force was applied during malleting thereby sending the driver, anchor, and drill guide further into the bone than designed. This lot with the (unique identifier (UDI) # (B)(4) was manufactured on 31-mar-2015 in a lot of (B)(4) units. There were no anomalies or non-conformances noted during the manufacturing process that could have caused or contributed to this reported problem. There were no other complaints received for this item and lot number combination. This failure mode is addressed in the dfmea, and the safety risk has been found to be acceptable. This device is very technique dependent. Preoperative and operating procedures, including knowledge of surgical techniques and proper selection and placement of the implant are important considerations in the successful utilization of this device. To reduce the risk of driver tip breakage and injury to the patient, the product's instructions for use (IFU) provides the following precautions: exercise care in the use of the device to minimize side and/or bending loads. Do not use excessive force on instruments to avoid damage or breakage during use. Avoid lateral loading while inserting y-knot anchors. Maintain proper alignment during insertion of anchors and disengagement of drivers. Device was discarded at user facility.

Event description:
The user facility reported that the shoulder arthroscopy bankart repair procedure on (B)(6) 2016 was completed as planned using a y-knot flex all suture anchor with no significant issue noticed. However, after the surgery, x-ray was performed and "a small metal object, about 2mm" (presumably from the tip of the inserter/driver) was observed in the x-ray on the same day. The report also indicated that the surgeon did not notice that one of the tines on the driver tip was broken off and thus the tiny broken tip remains in the patient's bone (glenoid). Additional information received from the user facility indicated that there is "no abnormal condition noted with the patient".